Event description:
Boston scientific received information that during a follow up visit, this device and right ventricular lead displayed increased impedance measurements that had increased greater than five hundred ohms since the last measurement. In addition, noise was noted. An internal technical service consultant was contacted for their recommendations and after reviewing the data recommended provocative lead testing. The patient was hospitalized after receiving an inappropriate shock and a similar increased impedance measurements of the left ventricular lead. Further review of the data revealed the measurements had increased after the patient with this lead had experienced a fall. Fluoroscopy did not reveal any lead or connection issues. During the retesting, normal measurements were obtained. All measurements have remained normal. A decision was made to further monitoring this system and not perform invasive testing. The patient was discharged home. Upon further ts advice, the device was reprogrammed from extended bipolar to unipolar settings. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.